Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. The reason for call was patient representative reported that patient had an MRI today and the technician was able to put the device into MRI mode, but when it came time to take the device out of MRI mode the handset wouldn't power on. Patient representative said they had the handset plugged into the charging cable and adapter, but the screen was blank and handset wasn't charging. Pt rep mentioned that pt doesn't charge the handset often because the handset battery depletes so quickly. The circumstances that led to the reported issue were asked but unknown. Troubleshooting didn't resolve the issue (pt rep took handset battery out to obtain serial number). An email was sent to the repair department to replace the handset. Ps flagging call because at the moment patient can't take device out of MRI mode without functional handset.